Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer was called to gather information regarding the hospitalization. The customer stated that he had been experiencing low blood glucose levels, and was sick in bed that day because of the blood glucose levels being low. The customer stated that the pump delivery was suspended once he arrived at the hospital. The customer stated that he continues experiencing low blood glucose levels, and has made changes to the pump settings. However, the pump settings revert back to the previous settings about two weeks later. Advised the customer that the pump would be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was programmed with a 2.0 unit basal rate and monitored for 4 days. The pump delivered the basal profile properly. No unexpected basal delivery or basal history anomalies noted. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a heart attack caused by low blood glucose. No further details were provided regarding that hospitalization. The customer also had a low blood glucose of 38 mg/dl after dropping his insulin pump. The customer treated with peanut butter and glucose and his blood glucose increased to 102 mg/dl. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. However, the carb ratio, sensitivity, bolus history, and basal rates were all incorrect. The customer was advised to correct his programming and to monitor his insulin pump and blood glucose. No products were returned or replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.